Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a procedural delay occurred because an aspiration biopsy could not be performed. Failure to perform an aspiration biopsy may be due to a foreign object clogged in the needle tube, and/or the stopcock of the syringe was not firmly attached to the suction port of the device. However, the root cause of the reported event could not be determined. This supplemental report includes information added to d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to an olympus company representative, that the customer received a batch of 19 gauge needles with very poor expiry dates on them. (It was later clarified that the expiration date of needle was really close when it arrived at the facility) four of the needles expired on 12dec2022 and one needle on 03mar2023. The facility does not carry out enough 19 gauge endobronchial ultrasound (ebus) procedures to get through the batch in time of the expiry date. The customer stated lymphoma cases required a repeat procedure due to the inadequate sampling from a 21 gauge needle. The device was not returned to olympus for evaluation. This report is being submitted for use of 21 gauge needle that lead to inadequate sampling, requiring repeat procedure and time delay. No additional information has been provided at this time. Attempts to retrieve additional information from the customer are in progress.